Manufacturer narrative:
The failure investigation has been completed and the alleged settings issue was verified. Testing was performed and no failure was identified related to the display issue.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support.